Manufacturer narrative:
Na

Event description:
It was reported that the screws backed out, "z effect", approximately 6 weeks after initial surgery. Therefore, revision surgery was performed to replace the implants in 2008.